Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an "incompatible sensor" message while wearing the adc device and was unable to test. Customer experienced symptoms of "could not move" and a loss of consciousness and required treatment of glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.